Event description:
It was reported that the physician has been experiencing problems with his handheld. It was reported that the physician's handheld freezes during interrogation and will not finish the interrogation. It was reported that the physician is frustrated because he has to perform hard resets on the handheld all of the time. A new programming tablet was provided to the physician. The handheld is expected to be returned for analysis, but has not been received to date.

Event description:
This event was previously investigated: the most probable cause is an anomaly in the interface between the microsoft provided software and the dell hardware which results in the operating system¿s inability to locate specific memory directories within the file system.

Event description:
The handheld and flashcard were received on (B)(6) 2014. Analysis of the handheld was completed on (B)(6) 2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(6) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications

Manufacturer narrative:
Describe event or problem, corrected data: previously submitted MDR inadvertently omitted this information. This report is being submitted to correct this information.corrected data: previously submitted MDR inadvertently omitted this product information. This report is being submitted to correct these fields.device manufacture date (mo/day/yr), corrected data: previously submitted MDR inadvertently omitted this product information. This report is being submitted to correct these fields.(B)(4).